Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It is reported that the patient experienced injection site reactions on an unknown date due to wrong cannula size. There was blood when cannula removed and sharp pain at injection site. The patient visited an urgent care and was prescribed with antibiotics.